Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed the device had recorded multiple atrial tachy response (atr) and ventricular episodes. Ts reviewed the ventricular episode and noted patient appeared to have true ventricular tachycardia (vt)/ventricular fibrillation (vf) rhythm that led the device to deliver a burst of anti-tachycardia pacing (atp) and shocks. The shock broke the rhythm, however the rhythm rate remained fast. The second ventricular episode reviewed showed patient with a rhythm that had a ventricular to atrial ratio of one to one. The device delivered a burst of atp and shocks. Post shock delivery, the ventricular rate ratio was slightly greater than the atrial rate. On the third ventricular episode, ts was unable to determine if patient rhythm was atrial fibrillation (af) with rapid ventricular response (rvr) or sinus tachy with frequent ectopy. The device delivered atp and shocks. The last shock appeared to have induced patient into a fast atrial fibrillation (af). Therapy was exhausted. It was noted the device exhibited out of range atrial intrinsic amplitude measurements. Ts discussed possible causes and provided programming recommendations. At this time, this ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Analysis of available information suggests a device problem, but the specific failure is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed the device had recorded multiple atrial tachy response (atr) and ventricular episodes. Ts reviewed the ventricular episode and noted patient appeared to have true ventricular tachycardia (vt)/ventricular fibrillation (vf) rhythm that led the device to deliver a burst of anti-tachycardia pacing (atp) and shocks. The shock broke the rhythm, however the rhythm rate remained fast. The second ventricular episode reviewed showed patient with a rhythm that had a ventricular to atrial ratio of one to one. The device delivered a burst of atp and shocks. Post shock delivery, the ventricular rate ratio was slightly greater than the atrial rate. On the third ventricular episode, ts was unable to determine if patient rhythm was atrial fibrillation (af) with rapid ventricular response (rvr) or sinus tachy with frequent ectopy. The device delivered atp and shocks. The last shock appeared to have induced patient into a fast atrial fibrillation (af). Therapy was exhausted. It was noted the device exhibited out of range atrial intrinsic amplitude measurements. Ts discussed possible causes and provided programming recommendations. At this time, this ICD remains in service. No additional adverse patient effects were reported.